Event description:
The device was used during a gallbladder procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
During evaluation, co observed that the upper cartridge of the device was broken, and the clips were double indexed. As a result of this, instrument could not load a clip. The damage to the cartridge is indicative of mishandling of the device.